Manufacturer narrative:
Date of event: exact event date unknown.

Event description:
It was reported via social media that the patient experienced infection following the procedure where the trial leads for the spinal cord stimulation (scs) system were implanted. It was stated the infection was not treated properly by the physician, causing the infection to spread to the patient's spine. The patient underwent a procedure to remove the infection; however, the event resulted in the patient being paralyzed from the abdomen down. No further information has been obtained despite good faith efforts.